Event description:
Kimberly-clark received a report stating a ventilator patient with the microcuff tube was in the process of being weaned from the ventilator. The ICU respiratory therapist noticed that the microcuff balloon was not holding air. This was demonstrated by leakage around the balloon in the trachea. The leak was audible in the patient's oropharynx and over the upper airway with stethoscope auscultation. The patient was successfully extubated and placed on supplemental oxygen. The patient did not suffer injury and did not require further intubation. The cuff appears to move up and down along the shaft of the microcuff tube as if it was not attached to the tube. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to search the device history record as no lot number was provided. Sample evaluation: size 8.0 tube evaluated. The proximal cuff collar has delaminated from the tube and moved approximately 3 cm towards the distal end of the tube. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.